Event description:
The customer contacted physio-control to report that their device was booting up with a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the device and was not able to duplicate the reported issue. However, the redux kit was replaced, which included the user interface and system controller as a precaution. The device was passed functional and performance testing and was returned to the customer. Physio further evaluated the system controller and could not duplicate the reported issue. However, physio further evaluated the user interface and the reported issue was found to be due to integrated circuit, designator u2.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was booting up with a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.